Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed in the anterior expanding to the posterior aspect, measuring approximately 3.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor siltex round spectrum saline breast prostheses, suffered spontaneous left breast implant deflation post-procedure. The deflation was confirmed via physical examination by a doctor. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 555cc mentor memorygel breast implant catalog: 3507555mc lot: 7673644 sn: (B)(4) and (right) 555cc mentor memorygel breast implant catalog: 3507555mc lot: 7673644 sn: (B)(4).